Event description:
It was reported that following a recent implant and discharge, the patient returned with chest pain and pericarditis. A right ventricular (rv) lead microperforation was confirmed. A small stable effusion did not require a pericardiocentesis. The rv lead was explanted and replaced. The patient remained stable.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.